Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). Omsc investigated it on july 20, 2017. The tube with 819mm length was returned to omsc. The both ends of the tube were cut by a tool. The tube was kinked and the kinked part was torn. The manufacturing records were reviewed retrospectively for one year from the delivery date since the lot number of the subject device was unknown, and found no abnormality related to the referenced phenomenon. This type of damage is most likely related to the operator¿s technique. Omsc assumed that the tube was kinked and torn because the tube was clamped by the excessively raised forceps elevator of the endoscope. Bile leaks occurred from the torn part of the tube. The instruction manual of the device has already warned as follows; do not angulate the bending section of the endoscope or operate the forceps elevator abruptly while the distal end of the instrument is extended from the distal end of the endoscope. This could cause patient injury, such as perforation, bleeding or mucous membrane damage.

Event description:
During an endoscopic nasobiliary drainage, the subject device was used. After the procedure, bile leak occurred. There was a damage in the distal end of the tube of the subject device. The endoscopic nasobiliary drainage was reperformed with a device of another company, and the procedure was completed. There was no patient injury reported.